Manufacturer narrative:
Visual inspections were performed on the partially returned device (the plunger). Even though there was no information for device failure, device failure to cycle with (needle to cuff miss) was observed. A review of the lot history and complaint records could not be conducted lot number was not provided and not the whole device was returned. The observed device conditions appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced was filed under a separate medwatch report number.

Event description:
It was reported that venotomy closure of a common femoral vein was attempted using a proglide device via 7f, 8f and 8.5f sheaths after an electrophysiology (ep) interventional procedure. Reportedly, the proglide knot could not be pushed down and locked. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. This device was submitted under a separate manufacturer report number. Subsequently, an additional proglide plunger was returned to the abbott vascular returned goods lab with no reported information. Initial device analysis found a failure malfunction. A device in this condition would not have achieved hemostasis. Attempts to contact the facility reporter provided no information.